Event description:
Boston scientific received information that this pocket was infected, and all products were explanted. A new system was implanted on the opposite side without further complication. The explanted lead has not been returned. Should this lead be returned, analysis would not be required based upon available information. Should more information become available to our company, this event will be reopened and updated as necessary.

Manufacturer narrative:
The device was not returned for analysis. Therefore, the quality documents accompanying this particular device and also the production lot have been re-investigated. There was no sign of any inconsistency during production and final acceptance test of this device and the production lot. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not device related.